Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in one piece. An external insulation abrasion was noted at 44.2 to 45.0 cm from the distal tip, breaching the outer insulation and exposing the outer coil. The cause of the reported event of noise was due to the external insulation abrasion consistent with friction to the device can. All other damage found was sustained during the surgical procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was noise on the atrial lead. The lead was explanted and successfully replaced. The patient was in stable condition.